Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was alleged that the ok keypad button was intermittently unresponsive and the button cover was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2014 with the following results:a visual inspection of the pump showed that the keypad cover was torn from the down arrow button towards the bottom of the keypad. All keypad buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen and a cracked battery compartment.